Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, signification reduction of iridocorneal angles, and significant shallowing of the ac. The lens was later exchanged for a same size lens, implanted vertically and the problem was resolved. Cause of the event is unknown.